Manufacturer narrative:
(B)(4).

Event description:
It was reported that right atrial (ra) lead was explanted due to high pacing thresholds. Another right atrial (ra) lead was implanted instead. No additional adverse patient effects were reported.